Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR check for needle separates and needle loose due to unknown lot number.

Event description:
It was reported that the needle separates from hub during injection and needle remains exposed with an unspecified bd syringe. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown. It was reported that the needle separated from syringe during injection and other syringes had loose needles. Verbatim: sent: sunday, january 27, 2019 11:41 pm. I use one of you're products the bd insulin syringe 30g short. What seems to happen is the metal needle tip comes out from the plastic body due to manufacture improper bonding. The box I have is defected. I noticed this after a needle head was left behind when medicating myself. So I then figured after I checked more in the bag and more heads were loose feeling.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the needle separates from hub during injection and needle remains exposed with an unspecified bd syringe. The following information was provided by the initial reporter: material no. Unknown, batch no. Unknown. It was reported that the needle separated from syringe during injection and other syringes had loose needles. Verbatim: sent: (B)(6) 2019, 11:41 pm: I use one of your products: the bd insulin syringe 30g short. What seems to happen is the metal needle tip comes out from the plastic body due to manufacture/improper bonding. The box I have is defective. I noticed this after a needle head was left behind when medicating myself. So I then figured after I checked more in the bag and more heads were loose feeling.